Manufacturer narrative:
Batch review performed on 22 may 2026 lot 20141: (B)(4) parts were manufactured 21-mar-2025 and transferred into inventory on 22-may-2025. The product & size 39;s. Expiration date is 21-mar-2030. There were no nonconformances associated with the manufacturing and assembly of the product or its subcomponent anchor. There has not been any similar reported events for this lot. R&d analysis based on information received from the hospital following the index procedure, the anchor associated with the complaint was observed to have lost fixation and migrated intra-articularly on the morning of post-operative day 1. According to the information provided, the patient was immobilized post-operatively in an abduction brace, and no traumatic event or unusual overload condition was reported. Intraoperatively, the surgeon reported satisfactory bone quality despite the patient`s age (74 years). The initial repair was performed using a single-row configuration. It is recognized that, compared with double-row constructs, single-row fixation may concentrate load on fewer fixation points, potentially increasing the mechanical demand on individual anchors, particularly during the early post-operative period before biological healing contributes to stability. Based on the currently available information, potential contributing factors include: early post-operative mechanical instability at the anchor-bone interface, local variability in bone structure and density at the implantation site that may not be apparent on gross intraoperative assessment, procedural factors such as anchor placement, angle, depth, seating, or local cortical support, which may influence initial fixation strength and resistance to pullout/migration. In addition, implant position in a single-row construct, being more lateral, may alter loading conditions on the anchor. Revision surgery was performed using an alternative device in a double-row configuration, and no further dislocation was reported. This outcome may be consistent with improved load distribution across multiple fixation points. At this stage, the available information suggests the event may be related to a combination of patient/site-specific and/or procedural factors rather than an inherent device malfunction. Root cause: based on the available information, a definitive root cause cannot be established. The event appears most consistent with early post-operative mechanical instability at the anchor¿bone interface, potentially influenced by patient/site-specific bone variability and/or application-related factors, including anchor positioning, seating, and load distribution within the single-row construct. The device history record review does not indicate any potentially related manufacturing issue.

Event description:
Primary surgery performed on (B)(6) 2026. During post-operative radiographic follow-up on (B)(6) 2026, the anchor was found to have lost fixation and become intra-articular. The patient underwent revision surgery on (B)(6) 2026, during which the anchor was replaced with a device from another manufacturer. Post-revision radiographic controls did not show any further dislocation. Additional information: post-operative loading and mobilization regimen: immobilization with an abduction brace at 30 & deg. No traumatic events or overload conditions were reported that may have contributed to the device failure. The patient`s bone quality was good. The repair was performed using a single-row configuration. A double-row configuration was performed only during the revision surgery.